Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the atrial lead exhibited noise oversensing. No intervention was performed, the physician elected to continue monitoring the patient. The patient was asymptomatic and stable in condition.